Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had received pump error alarm and had a blank display. The customer¿s blood glucose level was 114 mg/dl. The customer states the display is blank. Troubleshooting was performed for blank display and pump error alarm and noticed display is blank. The customer performed self-test and it did pass. The customer was advised to monitor the pump. The insulin pump will not be returned for analysis.